Manufacturer narrative:
This device is expected for return. Following competition of the investigation, this report will be further updated.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Technical services (ts) were consulted to review device data, which confirmed the clinical observations. It was noted that the power consumption has been steadily increasing and is expected to continue to increase. The ts consultant advised that device replacement should performed within approximately 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Update: new information was received indicating that this device was explanted. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Technical services (ts) were consulted to review device data, which confirmed the clinical observations. It was noted that the power consumption has been steadily increasing and is expected to continue to increase. The ts consultant advised that device replacement should performed within approximately 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Update: new information was received indicating that this device was explanted. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. Technical services (ts) were consulted to review device data and confirmed the clinical observations. It was noted that the power consumption has been steadily increasing and is expected to continue to increase. The ts consultant advised that device replacement should performed within approximately 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.